Event description:
It was reported that 15 days after a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the non tortuous, not totally occluded left anterior descending (lad) artery. The lesion was pre-dilated with a crosssail 2.5 x 15 mm balloon. The physician implanted a taxus express2 8.8% 2.75 x 32 mm drug eluting stent. The stent was post dilated. Plavix was prescribed for follow up. It was reported that the pt was told by their primary physician to stop taking the plavix and to continue asa and coumadin. Five days later, the pt developed a thrombosis in the stent. The treatment was an angioplasty. The pt's condition is reported as good.